Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the left femoral artery in a 34-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography & interventions (scai) e shock, on extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support during a protected percutaneous intervention (pci) of the left main (lm) artery. While the patient was in the intensive care unit (ICU), there was a hematoma at the access site. Distal flow to the left lower extremity (lle) impaired. The post-procedure outcome is survived at unknown. The impella functioned at p-3 at 1.8l/min as intended with d5w heparin in the purge solution. Bleeding (hematoma) is a known risk due to the impella's anticoagulation and purge requirements. Limb ischemia can be attributed to large bore-access cannulas and/or high-dose vasopressor support which can cause peripheral vasoconstriction.

Manufacturer narrative:
D6b: added explant date.